Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 400 dialyzer. Two and a half hours into the treatment, the patient¿s blood pressure increased to and he began vomiting followed by shivering and abdominal pain. At the end of the treatment, blood cultures were obtained and IV antibiotics were administered. The patient was admitted to the hospital for abdominal pain. The patient¿s lab work revealed a decrease in hemoglobin; and elevated enzymes. The patient was treated for hemolysis, pancreatitis, (B)(6) and atypical pneumonia. The discharge summary indicates the hemolysis, pancreatitis and (B)(6) is secondary to the atypical pneumonia.

Manufacturer narrative:
The revaclear dialyser used in this treatment was discarded and not available for inspection. The device history record for this lot number showed no anomalies. There were 25,896 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No other complaints for similar events were reported for this lot number. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.